Manufacturer narrative:
The case report form indicates the event is possibly related to devices and definitely related to procedure. This event report was received through clinical data collection activities. The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Revision of equinoxe components due to glenoid loosening.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision was likely the result of aseptic (non-infected) glenoid loosening, which damaged the bond between the implant and the bone.

Event description:
Index surgery (B)(6) 2008. Revision of right shoulder components due to glenoid loosening. This event report was received through clinical data collection activities.